Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Correction: this device was included in that field action, however returned product testing was inconclusive regarding if the device performed as described in the field action. Product event summary: further analysis was performed on the main pcb. This analysis noted incorrectly applied locking adhesive, once removed this allowed proper engagement of connector locking mechanisms. Functional testing was inconclusive. Conclusion: no conclusion can be drawn regarding the cause of the reported event.

Event description:
It was reported that while the external pulse generator (epg) was in use on a patient, the epg quit pacing. The patient was asystolic. The patient was being 100% paced when the epg had no ventricular output, as displayed on the epg. The epg has been returned for service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event, the main printed circuit (pcb) was out of electrical specification. It was also noted that medical adhesive was missing from main pcb and display connectors, the lower case was broken, one bail cover was broken, one bail cover was missing, the ring cover was contaminated, and one bail was missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.